Event description:
It was reported via medwatch mw5100246 that stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent came off the balloon and was lodged in the proximal-ostial rca. The dislodged stent was attempted to be removed but failed. The stent was deployed in the ostial rca, and another stent was deployed to treat the lesion. No further complications were reported.